Event description:
Insulation break noted via fluoroscopy. T wave oversensing was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.